Event description:
I got a juvederm injection on (B)(6) 2014. It was a terrible ordeal. I had what I thought was "normal" lumps and bumps. I wanted it removed immediately, the plastic surgeon insisted that I wait. The swelling and numbness never went away and I got a very itchy rash. Finally, in (B)(6) 2015 I talked her into the reversal shot. The rash spread. I still to this day have a rash that is between my eyebrows, under my nose, on my chin and spreads across my jaw line. Reason for use: lip filler.